Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels ranged from 35-46 mg/dl. Low bg causes were not known. The customer's husband and children assisted in administering a glucose shot and the customer consumed sugar cubes and juice to address bg. Reportedly, the customer fell resulting in soreness in the arms and legs due to one of the low bg events. Recommendation was made to consult with a healthcare provider to discuss diabetes management.